Event description:
It was reported that the bit was not locking in the attachment pre-operatively. No patient impact. Additional information was rec'd. There was no delay to the procedure and back up products were used to complete procedure.

Manufacturer narrative:
H3) the device was sent in for evaluation. Evaluation of the device determined that the bearing (internal tube) was corroded, the laser markings were illegible/ faded, and the bearing (distal) was misaligned. The likely cause could not be determined. H6) annex c code c0601 represents the corrosion identified and annex c code c1701 represents the misaligned bearing that was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.